Manufacturer narrative:
Final analysis found that the inner insulation and coil were bent at 18.0 cm from the connector pin. The damage found likely resulted in the reported loss of capture and sensing anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant the lead exhibited a loss of capture and sensing. The lead was not used and replaced.